Manufacturer narrative:
It was reported that end-user had an unwitnessed fall related to the bedside commode. Reportedly, the end-user was found on the ground with the bedside commode's left rear leg broken. The end-user reportedly hit his head onto a dresser and sustained lacerations to the scalp, which required an unknown number of staples. Per report, at the time of the incident, the end user activated his medical alert and emergency medical service transported patient to an emergency department. The end user reportedly had a CT scan with "no bleed" and end user was reportedly discharged. Due to the reported incident and the required medical intervention for the laceration, this medwatch is being filed. The sample is not available to be returned for evaluation. Photos were submitted and it was confirmed that the left rear leg of the bedside commode fractured. A root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the end-user of the commode had an unwitnessed fall after the bedside commode's left rear leg broke. End-user required staples for laceration to the scalp.